Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of off no power battery alert and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that the pump alarmed unexpected restart in the middle of the day. The customer also stated that he looked at the alarm history and it had an off no power alert on the pump. The customer stated that he also noticed a crack going around the pump. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.